Event description:
It was reported that a device under infused. There was no patient injury. The nurse stated that a (B)(6) old boy was supposed to be receiving saline solutions prior to his chemotherapy treatment. She explained that when her shift started at 7:00 am, she checked on the patient and it seemed as though the saline solutions were being delivered. However, when she returned to the room at 3:00 pm, the bag was still full. She then realized that the clamp was closed above the door and the device did not alarm. In addition, there was a small amount of blood in the IV line (amount not specified). She was able to flush the IV line and restart the saline solutions with a new pump with no harm to the patient.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete. Manufacturer report no. 1314492-2013-17142 and 1314492-2013-17143 are related to the same event.